Manufacturer narrative:
(B)(6). Exact date of post-operative blade migration and onset of pain is unknown. (B)(4). The complainant part is not expected to be returned for manufacturer review/investigation. The patient requested to keep the device following explant. Investigation could not be completed and no conclusion could be drawn as no device was returned. Device history record review: manufacturing date: october 13, 2015 - expiration date: september 30, 2025. A review of the device history record revealed no complaint related anomalies. The device history record shows this lot was processed through the normal manufacturing and inspection operations with no rework or non-conformities noted. This lot met all dimensional and visual criteria at the time of manufacture with no issues documented during the manufacture that would contribute to this complaint condition. A review of the raw material device history record revealed this lot met all specifications with no non-conformance noted. This raw material lot met all dimensional and visual criteria at the time of manufacture with no issues documented during the manufacture that would contribute to this complaint condition. Device used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that a patient underwent a hardware removal procedure on (B)(6) 2016 due to helical blade migration. The patient was originally treated on (B)(6) 2016 during which time a trochanteric fixation nail (tfn) and blade were inserted. It was noted that a screw was not used during this initial procedure. On an unknown post-operative date, the patient suffered a fall and began experiencing pain. X-ray images taken thereafter confirmed that the helical blade had cut out of the nail and migrated into the pelvis. The patient was returned to the operating room where only the blade was removed. Although the surgeon noted that the locking mechanism of the nail appeared to be in the incorrect position, a decision was made to leave the nail in situ. The procedure was completed with no reports of surgical delay or additional intervention. Post-operatively, the patient was noted to be stable. This report is 1 of 2 for (B)(4).